Event description:
It was reported that during a sleeve gastrectomy procedure, on the second firing with a black cartridge the device only stapled on one side. It cut completely but only stapled one side. The surgeon hand sewed to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Damaged one piece sled, damaged cartridge, damaged drivers. The analysis found that one device was returned in good visual condition and with an ecr60t reload loaded in the device. The reload was received with the right side fully fired and left side partially fired. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. As additional testing, the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown. The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Stomach. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 2nd. What color cartridge was being used? Black. What other color cartridges were used before and after this event? Na. Was buttressing material utilized? If so, which product? Unk. Was the instrument fired across or near an existing staple line or clip? Unk. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? First firing it sound like the device was struggling.